Manufacturer narrative:
The customer report of a pcu u21 pwr supply bd recall 2012 was addressed during the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported event was confirmed during the service investigation process. There was no reported patient involvement. The device is used for therapeutic purposes.

Event description:
The device was damaged.

Manufacturer narrative:
The customer report of a pcu u21 pwr supply bd recall 2012 was addressed during the service repair process. The proximate cause of the pwr supply bd recall was determined by service to be due to a faulty u21 ic on the pcu power supply board. The proximate cause of the battery pack issue was reported by service to be due to wear. The proximate cause of the keypad assembly and rear case was reported by service to be due to customer damage.

Manufacturer narrative:
The customer report of a pcu u21 pwr supply bd recall 2012 was addressed during the service repair process. The proximate cause of the pwr supply bd recall was determined by service to be due to a faulty u21 ic on the pcu power supply board. The proximate cause of the battery pack issue was reported by service to be due to wear. The proximate cause of the keypad assembly and rear case was reported by service to be due to customer damage.

Event description:
The device was damaged.